Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak had foreign matter it was reported by the customer that three syringes were found to contain visible foreign fibers. Rcc received a complaint via email. On 24jun2025, for batch: mfg-pc004 (b)-024-25, three syringes were found to contain visible foreign fibers and were subsequently rejected. The details of the findings are as follows: syringe a: white fiber observed syringe b: white fiber observed syringe c: black fiber observed the contaminated syringes were submitted to an independent third-party laboratory for particle characterization. Findings: the white fiber in syringe a was identified as natural cellulose. The white fiber in syringe b was identified as polystyrene. The black fiber in syringe c was identified as textile cellulose. Additional information received on 22jul2025 1. Could you please provide the total number of occurrences for each reported lot#? A total of 12 syringes were reported across both lot#: 5093061 and lot#: 5072061. Unfortunately, we are unable to determine the exact quantity attributed to each lot individually. 2. Would it be possible to send any available samples for our investigation? Samples were submitted to a third-party laboratory for fiber analysis. The fibers were identified as natural cellulose, polystyrene, and textile cellulose.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. Analysis of the sample showed that the reported defect of foreign fiber can be observed. However, bd cannot confirm the cause of the failure since no physical sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.